Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that the blood glucose readings between the contour next link meter and insulin pump were inconsistent. The customer stated the she performed a test on the meter and received a reading, which was transferred as low reading on the pump. The customer stated that the reading on the meter was not low. The low reading for the customer is below 70 mg/dl. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link meter was tested with the in-house contour next test strips, which gave a satisfactory performance. The customer's allegation could not be replicated with the in-house meter. The customer has the ability to set her own low alert between 54 mg/dl and 99 mg/dl. The customer's low alert setting could not be verified without the suspected meter. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.